Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (80 percent stenosis degree) in the tortuous mid cx. Upon the attempt to place the orsiro mission within the lesion, the stent dislodged from the balloon. The stent was deployed in the proximal third of the lesion by using two different balloons. Angiographic control shows good impaction of the stent, with dissection from the left main coronary artery. The lesion and dissection were treated with four drug-eluting stents. Final angiographic control showing good impaction of the stents, without residual lesions and normal distal flow.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material was reviewed. The angiographic material shows a partially dislodged stent in the tortuous proximal lcx. The actual complaint event is not visible. The angiographic material does not contain further relevant information regarding the root cause of the complaint. However, the tortuosity of the proximal lcx might have been a contributing factor for the complaint event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.